Event description:
It was reported that the 3.5 x 26 mm graftmaster covered stent was used to treat a leak in the hepatic artery of a recent kidney transplant patient; however, due to tortuosity and suture lines in the artery, it could not reach for full coverage of the perforated area and required the use of a 4.0 x 16 mm graftmaster stent which was placed distal to the previously placed graftmaster. A small leak was still noted and a non-abbott stent was used to completely seal the perforated area successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The first graftmaster, is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Additional information provided in the procedure notes revealed that, after the deployment of this 4.0 x 16 mm graftmaster stent, a small leak was still noted. It was reported that the graftmaster stent was used in the hepatic artery, which is not listed as an indication in the graftmaster otw instructions for use (IFU): the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. It does not appear that use in the hepatic artery itself would have contributed to the reported complaint. In the provided documentation, the physician has already acknowledged and justified this reported improper use as it was an emergent need and no other options were available. It was also reported that the graftmaster stent was inflated to 18 atmosphere (atm), which is above the rated burst pressure (rbp) of 16 atm. The graftmaster otw IFU states: do not exceed rated burst pressure or expand the stent graft beyond 5.0 mm. In this case, there was no report of a balloon rupture, and it does not appear to have contributed to the reported difficulties as the deployed outer diameter at 18atm would not exceed 5.0 mm per the product compliance chart. During manufacturing, all stent delivery systems are leak-tested and visually inspected for foil damage and proper foil placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment, including visual inspection for foil damage. A review of the device history record revealed no nonconforming material records (ncmr) associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
Subsequent to the initial MDR being filed, the following information was received: both graftmasters were inflated to over rbp to 18 atmospheres.